Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall hernia, at the 3rd firing, release could not be performed normally. The device was removed from the tissue by force but no tissue damage was caused. Both of the two device's handle squeezing were not full. The procedure was completed with another device. There was no patient injury.